Manufacturer narrative:
The evaluation is not complete. The device evaluation is not complete.

Event description:
It was reported that the device was explanted at implant due to central jet regurgitation observed intra operatively.